Event description:
In the past year and a half I have been experiencing serious side effects from the essure procedure I had done four years ago. Extreme pelvic pain, leg discomfort, back pain and extreme bloating and weight gain. Everyday is a day associated with pain and feeling uncomfortable. I cannot have intercourse with my husband due to the pain associated with the essure implant. I get severe pain on the right and left side of my pelvic area and bloating to the point I have been asked three times if I am pregnant. I have not changed my diet and my regular exercise route. I went from weighing (B)(6). Please help the women that are going through this "profanity" with essure and get it taken off the market. I pray that I will be able to get these coils removed soon as they are tearing apart my health and life. I know before I got the essure procedure done I did not have any of the listed side effects I am experiencing now with essure in me. Rx meds: levothyroxine. Otc meds: aleve, naproxen, extra strength tylenol.